Event description:
(B)(4). Got essure in 2010. Started having serious cystic acne shortly after. Have been on medications ever since. Just had one surgically removed. Still taking antibiotics. Will start accutane next month.